Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08660 inches. The test p-cap locks properly in place in the reservoir compartment noted. Device received with cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via call that the customer had high blood glucose level of 650 mg/dl. Customer had blood glucose level of 203 mg/dl. Customer was using auto mode at the time of high blood glucose level event. Customer stated that the batter side was cracked. Customer was using insulin pump system within 48 hours of reported high blood glucose level event. The insulin pump will be returned for analysis.